Manufacturer narrative:
Investigation summary bd received two photos for investigation. One of the customer photos shows a device still in the blister pack with damaged tubing in the upper right corner. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged via photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while drawing blood from one patient bd vacutainer® push button blood collection set, the tubing of the device had a small cut resulting in sample leakage and recollection. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while drawing blood from one patient bd vacutainer® push button blood collection set, the tubing of the device had a small cut resulting in sample leakage and recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.